Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The manufacturer representative (rep) reported that the patient programmer beeped when the device was turned on and would not communicate with the implantable neurostimulator (ins) with or without the antenna attached. It was indicated that after the rep looked in the battery compartment, it looked like something had moved. During the report, the clinician programmer was used to try to communicate with the ins, but it was unsuccessful. The rep stated that the "ins must be dead." It was noted that the patient stopped feeling stimulation and the patient programmer started beeping about two months prior to the report. Additional information received indicated that the battery died and would be replaced on (B)(6) 2016. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.